Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that pinch valve pv42 was defective and was causing the leak. The fse replaced the pinch valve, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the blood sampling valve (bsv) of the coulter hmx analyzer with autoloader. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye wear and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.